Event description:
It was reported that during tur-v surgery, the ceramic insert of the cystoscope liner of the tur jglesias set no. 16048 loses its tip. Surgery is prolonged to remove the foreign body, no consequences for the patient. If the foreign body could not have been removed endoscopically, it would have been necessary to subject the patient to a laparoscopy or laparotomy with the risks related to these procedures, considering that we are talking about a defecated elderly patient with numerous pathologies and extensive bladder carcinoma.

Manufacturer narrative:
Based on the damage shown above, the breakage of the ceramic beak may have been caused by the inner shaft being pulled out of the outer shaft at an angle. When the inner shaft is pulled out of the outer shaft at an angle, this presses the ceramic against the outer shaft and can cause breakage. The shaft also has very severe pressure marks, which is due to a very high force being applied. In addition, the instructions for use state that the ceramic beak should be checked for damage before use. The event is filed under internal karl storz complaint ID: (B)(6).